Manufacturer narrative:
A device history record review of the lot number provided was performed and confirmed that the products was produced accomplishing all quality requirements and was released according to all established procedures. A sample was received for evaluation. A visual and functional test was performed and the reported issue was confirmed. A leak was found during the testing. A root cause can be due to a dimensional gap between the connector and tubing. A formal corrective and preventative action was opened for the reported issue to improve the dimensional gap between the cross spike connector and tubing. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states bag is leaking formula as soon as they spike the bag. The formula is leaking at the spike point. The customer tried three different bags but had the same result. This was noticed during testing.